Manufacturer narrative:
This product investigation is still in progress. This report will be updated when product investigation is complete.

Event description:
It was reported that this right ventricular (rv) lead exhibited high out of range shock impedance measurements above 125 ohms. Technical services (ts) was consulted and after review of the programmed settings, recommended continued monitoring of the patient and assessment for potential lead replacement in case the impedance measurements reach 150 ohms. No adverse patient effects were reported. This rv lead remains in service.